Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Detailed initial reporter was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon burst occurred. The 60% stenosed target lesion was located in the non-tortuous vascular access. A 7.0 x40, 40cm gladiator elite balloon was advanced for dilation. During the procedure, it was noted that the balloon burst during first inflation at 14 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Detailed initial reporter was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 13mm in length and extended from a position 5mm proximal of the proximal markerband to 7mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The 60% stenosed target lesion was located in the non-tortuous vascular access. A 7.0 x40, 40cm gladiator elite balloon was advanced for dilation. During the procedure, it was noted that the balloon burst during first inflation at 14 atmospheres. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.